Event description:
It was reported that a patient on vv ecls support was being prepared for transport via ambulance. Avalon cannula was in place with rotaflow blood pump at 3.8l/m flow. When transferred into an ambulance the rotaflow was attached to ac inverter battery of the ambulance. The perfusionist received a battery error message on the status display of the device. The console would not convert from battery support to the power supply of the ambulance. The rotaflow voltage display was reading 26 volts. The device "shut off". Perfusionist was able to restart the console but console would not convert from battery power to the power supply of the ambulance. Console was then changed to another. Replacement console was accepting power from the power supply of the ambulance, and battery support was preserved." (B)(4). Vv ecls - veno venous extra corporeal lung support.

Manufacturer narrative:
A maquet field service technician investigated this event and could not duplicate the problem. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).